Manufacturer narrative:
AN EVENT OF PATIENT DEATHS WAS REPORTED. IT WAS REPORTED THAT THE DEATH EVENTS COULD BE RELATED TO THE PORTICO/NAVITOR DEVICE, HOWEVER THE RELATIONSHIP OF DEATH EVENTS TO THE DEVICE COULD NOT BE DETERMINED BASED ON AVAILABLE INFORMATION. A MORE COMPREHENSIVE ASSESSMENT COULD NOT BE PERFORMED AS NO ADDITIONAL INFORMATION WAS RECEIVED FOR ANALYSIS. BASED ON THE INFORMATION RECEIVED, THE CAUSE OF THE REPORTED INCIDENT COULD NOT BE CONCLUSIVELY DETERMINED. THERE IS NO INDICATION OF A PRODUCT QUALITY ISSUE WITH REGARDS TO MANUFACTURE, DESIGN, OR LABELING. CORRECTION: B5 AND EXEMPTION NUMBER: RWD2300134.

Event description:
IT WAS REPORTED THROUGH STS/ACC TVT REGISTRY DATA THAT PORTICO/NAVITOR DEVICES MAY BE RELATED TO 46 DEATH EVENTS WHICH ARE CONSIDERED DEATH. THE RELATIONSHIP OF THE DEATH EVENTS TO THE PORTICO/NAVITOR DEVICES COULD NOT BE DETERMINED BASED ON THE LIMITED DATA RECEIVED FROM THE REGISTRY. STS/ACC TVT REGISTRY DATA IS REPORTED AS A SUMMARY PER SUMMARY REPORTING EXEMPTION APPROVAL NUMBER - RWD2300134. THE DATA RECEIVED INDICATED THAT THE PROCEDURE DATE RANGE WAS BETWEEN 15-NOVEMBER-2021 ¿ 28-JUNE-2023. PATIENTS¿ MEAN AGE IS 82 YEARS, RANGING FROM 55 TO (B)(6) YEARS. 44 OF THE PATIENTS WERE MALE, 56 OF THE PATIENTS WERE FEMALE.

Manufacturer narrative:
AN EVENT OF PATIENT DEATHS WAS REPORTED. IT WAS REPORTED THAT THE DEATH EVENTS COULD BE RELATED TO THE PORTICO/NAVITOR DEVICE, HOWEVER THE RELATIONSHIP OF DEATH EVENTS TO THE DEVICE COULD NOT BE DETERMINED BASED ON AVAILABLE INFORMATION. A MORE COMPREHENSIVE ASSESSMENT COULD NOT BE PERFORMED AS NO ADDITIONAL INFORMATION WAS RECEIVED FOR ANALYSIS. BASED ON THE INFORMATION RECEIVED, THE CAUSE OF THE REPORTED INCIDENT COULD NOT BE CONCLUSIVELY DETERMINED. THERE IS NO INDICATION OF A PRODUCT QUALITY ISSUE WITH REGARDS TO MANUFACTURE, DESIGN, OR LABELING.

Event description:
IT WAS REPORTED THROUGH STS/ACC TVT REGISTRY DATA THAT PORTICO/NAVITOR DEVICES MAY BE RELATED TO 46 DEATH EVENTS WHICH ARE CONSIDERED DEATH. THE RELATIONSHIP OF THE DEATH EVENTS TO THE PORTICO/NAVITOR DEVICES COULD NOT BE DETERMINED BASED ON THE LIMITED DATA RECEIVED FROM THE REGISTRY. STS/ACC TVT REGISTRY DATA IS REPORTED AS A SUMMARY PER SUMMARY REPORTING EXEMPTION APPROVAL NUMBER - RWD300134. THE DATA RECEIVED INDICATED THAT THE PROCEDURE DATE RANGE WAS BETWEEN (B)(6) 2021 ¿(B)(6) 2023. PATIENTS¿ MEAN AGE IS 82 YEARS, RANGING FROM 55 TO 97 YEARS. 44 OF THE PATIENTS WERE MALE, 56 OF THE PATIENTS WERE FEMALE.

Event description:
ï»¿Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;1057784017,11/15/2021,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/15/2021 in a 77 year old Female. On 11/15/2021, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,77,Female,117,11/15/2021,NI,4580,1802,2993,4755,4114;4119,3221,4315,NI,0;1057371859,11/29/2022,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/16/2022 in a 97 year old Female. On 11/29/2022, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,97,Female,70,11/16/2022,NI,4580,1802,2993,4755,4114;4119,3221,4315,NI,0;1045717193,10/28/2022,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 2/14/2022 in a 77 year old Female. On 10/28/2022, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,77,Female,105,2/14/2022,NI,4580,1802,2993,4755,4114;4119,3221,4315,NI,0;1050460257,2/4/2023,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/29/2021 in a 74 year old Male. On 2/4/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,74,Male,81,12/29/2021,NI,4580,1802,2993,4755,4114;4119,3221,4315,NI,0;1065571381,7/20/2022,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 3/10/2022 in a 78 year old Female. On 7/20/2022, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,78,Female,56,3/10/2022,NI,4580,1802,2993,4755,4114;4119,3221,4315,NI,0;1065571379,9/18/2022,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 3/10/2022 in a 72 year old Male. On 9/18/2022, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,72,Male,62,3/10/2022,NI,4580,1802,2993,4755,4114;4119,3221,4315,NI,0;1065571386,1/6/2023,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 3/17/2022 in a 81 year old Male. On 1/6/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,81,Male,66,3/17/2022,NI,4580,1802,2993,4755,4114;4119,3221,4315,NI,0;1065571288,1/25/2023,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 5/19/2022 in a 93 year old Female. On 1/25/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,93,Female,60,5/19/2022,NI,4580,1802,2993,4755,4114;4119,3221,4315,NI,0;1051352603,9/22/2022,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 8/8/2022 in a 89 year old Male. On 9/22/2022, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,89,Male,55,8/8/2022,NI,4580,1802,2993,4755,4114;4119,3221,4315,NI,0;1065758023,4/28/2023,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 9/9/2022 in a 74 year old Male. On 4/28/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,74,Male,68,9/9/2022,NI,4580,1802,2993,4755,4114;4119,3221,4315,NI,0;1062359370,10/14/2022,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 10/11/2022 in a 83 year old Male. On 10/14/2022, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,83,Male,76,10/11/2022,NI,4580,1802,2993,4755,4114;4119,3221,4315,NI,0;1061472764,1/1/2023,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/29/2022 in a 85 year old Female. On 1/1/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,85,Female,65,12/29/2022,NI,4580,1802,2993,4755,4114;4119,3221,4315,NI,0;1065571329,2/24/2023,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 1/13/2022 in a 56 year old Male. On 2/24/2023, patient death was reported due to Pulmonary. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Pulmonary was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,56,Male,78,1/13/2022,NI,4580,1802,2993,4755,4114;4119,3221,4315,NI,0;1065573004,7/12/2022,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 1/19/2022 in a 89 year old Male. On 7/12/2022, patient death was reported due to Pulmonary. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Pulmonary was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,89,Male,81,1/19/2022,NI,4580,1802,2993,4755,4114;4119,3221,4315,NI,0;1065572960,8/29/2022,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 7/6/2022 in a 81 year old Male. On 8/29/2022, patient death was reported due to Pulmonary. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Pulmonary was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,81,Male,73,7/6/2022,NI,4580,1802,2993,4755,4114;4119,3221,4315,NI,0;1065745613,2/4/2023,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/21/2022 in a 78 year old Female. On 2/4/2023, patient death was reported due to Pulmonary. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Pulmonary was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,78,Female,61,12/21/2022,NI,4580,1802,2993,4755,4114;4119,3221,4315,NI,0;1057491000,4/3/2022,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/16/2021 in a 72 year old Male. On 4/3/2022, patient death was reported due to Other cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other cardiovascular reason was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,72,Male,64,11/16/2021,NI,4580,1802,2993,4755,4114;4119,3221,4315,NI,0;1065675290,10/4/2022,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 10/4/2022 in a 93 year old Female. On 10/4/2022, patient death was reported due to Other cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other cardiovascular reason was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,93,Female,59,10/4/2022,NI,4580,1802,2993,4755,4114;4119,3221,4315,NI,0;1065572071,8/26/2022,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 8/24/2022 in a 87 year old Female. On 8/26/2022, patient death was reported due to Cardiovascular procedure. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Cardiovascular procedure was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,87,Female,84,8/24/2022,NI,4580,1802,2993,4755,4114;4119,3221,4315,NI,0;1057371938,11/10/2022,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/1/2022 in a 78 year old Female. On 11/10/2022, patient death was reported due to Cardiovascular procedure. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Cardiovascular procedure was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,78,Female,52,11/1/2022,NI,4580,1802,2993,4755,4114;4119,3221,4315,NI,0;1044922383,6/27/2022,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/22/2021 in a 88 year old Female. On 6/27/2022, patient death was reported due to Infection. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Infection was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,88,Female,39,12/22/2021,NI,1930,1802,2993,4755,4114;4119,3221,4315,NI,0;1055117883,10/23/2022,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 10/3/2022 in a 88 year old Female. On 10/23/2022, patient death was reported due to Infection. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Infection was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,88,Female,83,10/3/2022,NI,1930,1802,2993,4755,4114;4119,3221,4315,NI,0;1056395182,1/5/2023,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/11/2022 in a 83 year old Male. On 1/5/2023, patient death was reported due to Infection. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Infection was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,83,Male,117,11/11/2022,NI,1930,1802,2993,4755,4114;4119,3221,4315,NI,0;1065745666,10/12/2022,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 10/4/2022 in a 93 year old Male. On 10/12/2022, patient death was reported due to Stroke. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Stroke was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,93,Male,79,10/4/2022,NI,1770,1802,2993,4755,4114;4119,3221,4315,NI,0;1057980214,12/6/2022,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/17/2022 in a 82 year old Female. On 12/6/2022, patient death was reported due to Inflammatory/Immunologic. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Inflammatory/Immunologic was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,82,Female,76,11/17/2022,NI,4580,1802,2993,4755,4114;4119,3221,4315,NI,0;1052367189,1/28/2022,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 1/12/2022 in a 88 year old Male. On 1/28/2022, patient death was reported due to Hemorrhage. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Hemorrhage was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,88,Male,68,1/12/2022,NI,1888,1802,2993,4755,4114;4119,3221,4315,NI,0;1065571277,8/13/2022,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 5/16/2022 in a 82 year old Male. On 8/13/2022, patient death was reported due to Renal. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Renal was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,82,Male,80,5/16/2022,NI,4580,1802,2993,4755,4114;4119,3221,4315,NI,0;1052367210,5/5/2023,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 2/28/2022 in a 74 year old Female. On 5/5/2023, patient death was reported due to Heart failure. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,74,Female,90,2/28/2022,NI,4446,1802,2993,4755,4114;4119,3221,4315,NI,0;1065573001,12/2/2022,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 6/15/2022 in a 81 year old Female. On 12/2/2022, patient death was reported due to Heart failure. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,81,Female,72,6/15/2022,NI,4446,1802,2993,4755,4114;4119,3221,4315,NI,0;1062588213,3/25/2023,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 6/20/2022 in a 97 year old Female. On 3/25/2023, patient death was reported due to Heart failure. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,97,Female,59,6/20/2022,NI,4446,1802,2993,4755,4114;4119,3221,4315,NI,0;1065758210,1/1/2023,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 8/23/2022 in a 88 year old Male. On 1/1/2023, patient death was reported due to Heart failure. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,88,Male,83,8/23/2022,NI,4446,1802,2993,4755,4114;4119,3221,4315,NI,0;1065652590,3/18/2023,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 1/24/2023 in a 83 year old Female. On 3/18/2023, patient death was reported due to Sudden cardiac death. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Sudden cardiac death was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,83,Female,82,1/24/2023,NI,4580,1802,2993,4755,4114;4119,3221,4315,NI,0;1065675056,4/30/2023,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 4/27/2023 in a 93 year old Female. On 4/30/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,93,Female,87,4/27/2023,NI,4580,1802,2993,4755,4114;4119,3221,4315,NI,0;1061844296,2/4/2023,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 1/27/2023 in a 70 year old Female. On 2/4/2023, patient death was reported due to Stroke. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Stroke was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,70,Female,67,1/27/2023,NI,1770,1802,2993,4755,4114;4119,3221,4315,NI,0;1065675657,6/22/2023,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 6/22/2023 in a 81 year old Female. On 6/22/2023, patient death was reported due to Cardiovascular procedure. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Cardiovascular procedure was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,81,Female,104,6/22/2023,NI,4580,1802,2993,4755,4114;4119,3221,4315,NI,0;1065675652,6/22/2023,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 6/22/2023 in a 80 year old Female. On 6/22/2023, patient death was reported due to Hemorrhage. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Hemorrhage was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,80,Female,92,6/22/2023,NI,1888,1802,2993,4755,4114;4119,3221,4315,NI,0;1065649692,6/28/2023,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 6/28/2023 in a 81 year old Female. On 6/28/2023, patient death was reported due to Other cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other cardiovascular reason was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,81,Female,66,6/28/2023,NI,4580,1802,2993,4755,4114;4119,3221,4315,NI,0;1065649661,5/1/2023,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 5/1/2023 in a 79 year old Male. On 5/1/2023, patient death was reported due to Other cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other cardiovascular reason was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,79,Male,59,5/1/2023,NI,4580,1802,2993,4755,4114;4119,3221,4315,NI,0;1065470783,5/3/2023,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 4/17/2023 in a 80 year old Male. On 5/3/2023, patient death was reported due to Other cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other cardiovascular reason was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,80,Male,94,4/17/2023,NI,4580,1802,2993,4755,4114;4119,3221,4315,NI,0;1065505581,6/21/2023,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 6/12/2023 in a 85 year old Male. On 6/21/2023, patient death was reported due to Other cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other cardiovascular reason was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,85,Male,51,6/12/2023,NI,4580,1802,2993,4755,4114;4119,3221,4315,NI,0;1065470830,6/6/2023,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 5/15/2023 in a 60 year old Male. On 6/6/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,60,Male,121,5/15/2023,NI,4580,1802,2993,4755,4114;4119,3221,4315,NI,0;1065748754,6/2/2023,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 4/24/2023 in a 93 year old Female. On 6/2/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,93,Female,52,4/24/2023,NI,4580,1802,2993,4755,4114;4119,3221,4315,NI,0;1065360607,3/8/2023,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 3/8/2023 in a 81 year old Female. On 3/8/2023, patient death was reported due to Cardiovascular procedure. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Cardiovascular procedure was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,81,Female,72,3/8/2023,NI,4580,1802,2993,4755,4114;4119,3221,4315,NI,0;1062588054,2/1/2023,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 2/1/2023 in a 91 year old Female. On 2/1/2023, patient death was reported due to Cardiovascular procedure. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Cardiovascular procedure was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,91,Female,70,2/1/2023,NI,4580,1802,2993,4755,4114;4119,3221,4315,NI,0;1064887251,6/2/2023,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 4/24/2023 in a 78 year old Female. On 6/2/2023, patient death was reported due to Trauma. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Trauma was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,78,Female,62,4/24/2023,NI,4580,1802,2993,4755,4114;4119,3221,4315,NI,0;1065752303,7/8/2023,1/30/2024,11/17/2023,Portico Transcatheter Aortic Valve,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 6/21/2023 in a 95 year old Male. On 7/8/2023, patient death was reported due to Acute myocardial infarction. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Acute myocardial infarction was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.",No Information,95,Male,79,6/21/2023,NI,1969,1802,2993,4755,4114;4119,3221,4315,NI,0;